Event description:
The customer's mother called to report that the buttons were not responding after the insulin pump was submerged in water. The mother also reported water inside the screen. The reported blood glucose reading was 170 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.